Event description:
It was reported the patient underwent a left knee revision due to femoral subsidence and tibial insert wear. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00304. D10 medical devices: articular surface fixed bearing ultracongruent (uc) left 14 mm height catalog#: 42511200514 lot#: 63566321. Unknown tibial tray catalog#: ni lot#: ni. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Proposed component code: mechanical g4 - femur complaint sample was evaluated and the reported event could not be confirmed. Visual examination of the returned product identified signs of use and shows scratches on the femoral condyle. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.